Manufacturer narrative:
An investigation was performed in response to a complaint of error 4039, wash probe home not found on the aia-360. It is not known whether the device was being used for treatment or diagnosis at the time of the complaint. By phone, technical support received the complaint and dispatched field service. The dispatch resulted in delayed reporting of patient results for estradiol (e2) there is no indication of any patient intervention or adverse health consequences due to the delay in reporting patient results. At the customer site, field service confirmed the complaint by visual inspection which found the bf wash assembly stuck on turntable. Field service reset all assemblies and an all home was performed without error. Cause: the wash unit exhibited mechanical problem due to component failure. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2020 through aware date (B)(6) 2021. There were no similar complaints identified during the search period. A review of the device history by the manufacturer confirmed that there was no nonconformities, failures, or missed steps during manufacturing. There were no changes in raw materials and there was no equipment, inspection or process discrepancies. Review of related documentation the aia-360 operator¿s manual section 7-1: list of error messages states the following. 4039 wash. Probe home not found the home position of the bf probe motor cannot be detected. Turn the power off and on again. If this problem reoccurs, contact the service department.

Event description:
Customer called to report error 4039, wash probe home not found on the aia-360. The analyzer is down and a field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.